Manufacturer narrative:
Follow-up submitted to report device evaluation. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Manufacturer narrative:
A follow-up report will be submitted if the information becomes available.

Event description:
Per complaint (B)(4), patient experienced loss or failure of implant to integrate.